Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Elegance clinical trial. It was reported that a perforation occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion #001 was in left distal superficial femoral artery (sfa) with 4.9 mm proximal reference vessel diameter and 4.9 mm distal reference vessel diameter with lesion length of 40 mm and 95% stenosis. Treatment of the target lesion was performed by dilatation using 5 mm x 200 mm ranger drug coated balloon. Post treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day post index procedure, subject had complaints of pain and tightness in his left leg. On examination, the subject had some firmness with tenderness palpation on the posterior part of the calf. The subject had distal pulse and denied any numbness or tingling in the foot. The subject felt better with dorsiflexion rather than plantar flexion. The subject was noted with concern for hematoma versus possible early compartment syndrome. The subject was recommended for follow up examinations and discussed to undergo fasciotomy if the condition had worsened and had neurological deficits. The subject was planned to keep overnight for observation. On the same day, the subject experienced left foot cramping and was offered percocet. However, the subject refused to take the medication. The subject was repositioned for comfort and provided environmental modifications per subjects request in lieu of narcotic medication. The subject was examined and noted with concern for compartment syndrome. The subject was advised to be on npo for possible surgical intervention. On the same day, the subject was prepped to go to operation room. In the operative room, examination revealed bulging left superficial posterior compartment, large intramuscular hematoma seen in the gastrocnemius muscle, deep posterior opened without bulge or blood indicating compartment syndrome of left leg. This was likely either intramuscular hematoma from heparinization, or probably more likely a wire (v-18 control guide wire) had perforated a small branch down at this level. On (B)(6) 2022, same day of index procedure, left posterior compartment fasciotomy was performed. On (B)(6) 2022, fasciotomy site was closed. The subject was evaluated and recommended for rehab, however refused. On (B)(6) 2022, left lower extremity venous duplex was performed due to increased swelling which revealed no evidence of acute deep vein thrombosis, hematoma was noted in the distal calf measuring 2.0 cm x 3.0 cm. Normal compressibility and phasic flow were noted in the common femoral vein, saphenofemoral junction, femoral vein and popliteal segments. On the same day, the incision site was noted with mild oozing from distal incision and mild ecchymosis surrounding, moderate swelling in the left calf and medial fasciotomy incision intact with surrounding ecchymosis. The incision was continued for dry dressing and wrapped with ace trap from toes to above knee. The subject was advised to keep the leg elevated on two pillows while laying down or in the chair. On (B)(6) 2022, the subject was able to mobilize better and was discharged home on the same day. The event was considered to be ongoing. It was further reported that on (B)(6) 2022, the event was considered to be resolved.

Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Elegance clinical trial. It was reported that a perforation occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion #001 was in left distal superficial femoral artery (sfa) with 4.9 mm proximal reference vessel diameter and 4.9 mm distal reference vessel diameter with lesion length of 40 mm and 95% stenosis. Treatment of the target lesion was performed by dilatation using 5 mm x 200 mm ranger drug coated balloon. Post treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day post index procedure, subject had complaints of pain and tightness in his left leg. On examination, the subject had some firmness with tenderness palpation on the posterior part of the calf. The subject had distal pulse and denied any numbness or tingling in the foot. The subject felt better with dorsiflexion rather than plantar flexion. The subject was noted with concern for hematoma versus possible early compartment syndrome. The subject was recommended for follow up examinations and discussed to undergo fasciotomy if the condition had worsened and had neurological deficits. The subject was planned to keep overnight for observation. On the same day, the subject experienced left foot cramping and was offered percocet. However, the subject refused to take the medication. The subject was repositioned for comfort and provided environmental modifications per subjects request in lieu of narcotic medication. The subject was examined and was noted with concern for compartment syndrome. The subject was advised to be on npo for possible surgical intervention. On the same day, the subject was prepped to go to operation room. In the operative room, examination revealed bulging left superficial posterior compartment, large intramuscular hematoma seen in the gastrocnemius muscle, deep posterior opened without bulge or blood indicating compartment syndrome of left leg. This was likely either intramuscular hematoma from heparinization, or probably more likely a wire (v-18 control guide wire) had perforated a small branch down at this level. On (B)(6) 2022, same day of index procedure, left posterior compartment fasciotomy was performed. On (B)(6) 2022, fasciotomy site was closed. The subject was evaluated and recommended for rehab, however refused. On (B)(6) 2022, left lower extremity venous duplex was performed due to increased swelling which revealed no evidence of acute deep vein thrombosis, hematoma was noted in the distal calf measuring 2.0 cm x 3.0 cm. Normal compressibility and phasic flow were noted in the common femoral vein, saphenofemoral junction, femoral vein and popliteal segments. On the same day, the incision site was noted with mild oozing from distal incision and mild ecchymosis surrounding, moderate swelling in the left calf and medial fasciotomy incision intact with surrounding ecchymosis. The incision was continued for dry dressing and wrapped with ace wrap from toes to above knee. The subject was advised to keep the leg elevated on two pillows while laying down or in the chair. On (B)(6) 2022, the subject was able to mobilize better and was discharged home on the same day. The event was considered to be ongoing. It was further reported that on (B)(6) 2022, the event was considered to be resolved. It was further reported that the subject was noted with possible spontaneous hematoma as "we had no wire in the calf".

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical trial. It was reported that a perforation occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the (B)(6) clinical trial. The target lesion #001 was in left distal superficial femoral artery (sfa) with 4.9 mm proximal reference vessel diameter and 4.9 mm distal reference vessel diameter with lesion length of 40 mm and 95% stenosis. Treatment of the target lesion was performed by dilatation using 5 mm x 200 mm ranger drug coated balloon. Post treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day post index procedure, subject had complaints of pain and tightness in his left leg. On examination, the subject had some firmness with tenderness palpation on the posterior part of the calf. The subject had distal pulse and denied any numbness or tingling in the foot. The subject felt better with dorsiflexion rather than plantar flexion. The subject was noted with concern for hematoma versus possible early compartment syndrome. The subject was recommended for follow up examinations and discussed to undergo fasciotomy if the condition had worsened and had neurological deficits. The subject was planned to keep overnight for observation. On the same day, the subject experienced left foot cramping and was offered percocet. However, the subject refused to take the medication. The subject was repositioned for comfort and provided environmental modifications per the request of the subject in lieu of narcotic medication. The subject was examined and noted with concern for compartment syndrome. The subject was advised to be on npo for possible surgical intervention. On the same day, the subject was prepped to go to operation room. In the operative room, examination revealed bulging left superficial posterior compartment, large intramuscular hematoma seen in the gastrocnemius muscle, deep posterior opened without bulge or blood indicating compartment syndrome of left leg. This was likely either intramuscular hematoma from heparinization, or probably more likely a wire (v-18 control guide wire) had perforated a small branch down at this level. On (B)(6) 2022, same day of index procedure, left posterior compartment fasciotomy was performed. On (B)(6) 2022, fasciotomy site was closed. The subject was evaluated and recommended for rehab, however refused. On (B)(6) 2022, left lower extremity venous duplex was performed due to increased swelling which revealed no evidence of acute deep vein thrombosis, hematoma was noted in the distal calf measuring 2.0 cm x 3.0 cm. Normal compressibility and phasic flow were noted in the common femoral vein, saphenofemoral junction, femoral vein and popliteal segments. On the same day, the incision site was noted with mild oozing from distal incision and mild ecchymosis surrounding, moderate swelling in the left calf and medial fasciotomy incision intact with surrounding ecchymosis. The incision was continued for dry dressing and wrapped with ace trap from toes to above knee. The subject was advised to keep the leg elevated on two pillows while laying down or in the chair. On (B)(6) 2022, the subject was able to mobilize better and was discharged home on the same day. The event was considered to be ongoing.